Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited an increase in pacing impedance one day post implant, up from 1400 ohms to 1800 ohms. A loss of capture was observed, and no threshold measurement could be obtained even at high outputs. A chest x-ray was performed, but no dislodgement was revealed. A boston scientific technical services consultant discussed the possibility of microdislodgement. The lead was explanted and replaced with another boston scientific defibrillation lead.